Manufacturer narrative:
Product event summary:the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5076-58 lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one month post implantable pulse generator (ipg) implant, the right ventricular (rv) lead exhibited a spike in impedance. The lead was explanted and replaced. The new right ventricular (rv) lead exhibited high impedance and loss of capture. The lead was tested with no issue off line. The implantable pulse generator (ipg) exhibited loss of capture in the right ventricular (rv) port with a potential for tissue in the right ventricular (rv) port. The implantable pulse generator (ipg) was explanted and replaced. The second right ventricular (rv) lead is still in use. No patient complications have been reported as a result of this event.